Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that operative report for (B)(6) 2005: dx: right-sided l4 -5 facet joint cyst impinging upon right traversing and exiting nerve roots. Per the medical records the following procedures were performed: l5 laminectomy, l4 laminectomy, l4-5 facetectomy and cyst removal, use of morcellized autograft bone and the use of morcellized allograft bone and posterior spinal fusion l4-ls. Surgical notes indicate ¿used bone morphogenic protein and allograft bone, mixed them together and then placed them in the lateral gutters bilaterally.¿ tissue specimens of l4-5 tissue and lumbar 4-5 cyst were obtained. No noted complications. Postop diagnosis 'facet cyst¿. (B)(6) 2006: patient admitted for left knee pain with meniscal interchondral tear and degenerative joint disease and possible anterior cruciate ligament tear. Underwent left knee arthroscopy and partial medial meniscectomy and partial lateral meniscectomy and chondroplasty of patellofemoral joint/medial femoral condyle/lateral femoral condyle. Post operative diagnosis: left knee pain: medial meniscus tear and lateral meniscus tear and degenerative joint disease with chondral tears of patellofemoral joint/medial femoral condyle/lateral femoral condyle and a partial anterior eructate ligament tear. Surgical notes indicate ¿given the significant degenerative changes in the knee it was felt that anterior cruciate ligament reconstruction was not the best alternative of this patient. It was felt chat simply the partial meniscectomies and chondroplasties was the best approach and if this were to fail then down the road a total knee arthroplasty would be performed.¿ (type of surgery, approach, anatomic location) using (products, placement, etc) to treat (pre-op diagnosis). On (B)(6) 2007, the patient admitted for djd of her left knee which has been refractory to conservative treatment. A left total knee arthroplasty was performed. No noted complications in the operative report. The attorney additionally reports (claims unverified in medical records). None